Event description:
It was reported that during surgery the offset coupler broke at junction while removing trial instruments.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the coupler is broken off at the junction. The device shows significant signs of wear/usage. The device was manufactured in 2005. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action under hin 2028. Should additional information be received, the complaint will be reopened. We consider this investigation closed.